Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose is currently 497 mg/dl. Customer advised they ate dinner late and did a bolus which brought the blood glucose down to 275 mg/dl. However, customer advised when they woke up in the morning it was down to 88 mg/dl. Troubleshooting for the high blood glucose levels was performed. Customer advised they treat themselves with the novo log flex pen as well. Customer was advised to seek medical attention as these symptoms may lead to diabetic ketoacidosis. Customer advised to call back after speaking with their healthcare provider. Customer was advised to change out the complete set and reservoir.